Manufacturer narrative:
This event represents a follow-up report to MDR# 3004081696-2017-00010. All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient experienced conjunctival erosion and underwent revision surgery on (B)(6) 2017. New information: on (B)(6) 2017, the patient was diagnosed with recurrent conjunctival erosion leaving the coil exposed. On (B)(6) 2018, it was reported that the patient's implanted eye was phthisical. Patient underwent explant surgery on (B)(6) 2018 during which the extraocular portion of the argus ii device was removed and the electrode array was left tacked to the retina. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2015. On (B)(6) 2017, the patient was diagnosed with conjunctival erosion in the implanted eye. On (B)(6) 2017, the patient underwent revision surgery during which the coil suture tab was resutured, tutoplast was placed over the suture tab, and the conjunctiva was closed. There was no defect or malfunction of the device associated with this event.